Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture. Microscopic inspection of the suture's ends noted that one end had crimp marks indicating that it was the disengaged needle end. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic myomectomy procedure, when suturing the uterus, the needle prematurely popped of the suture. Another package of suture was opened to complete the case. There was no patient injury.